Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized while using a medtronic insulin pump. The caller did not have any details regarding the hospitalization, but was asked by the customer's hcp to call to troubleshoot the insulin pump. However, the caller did not have the insulin pump with him at the time of the call. Advised the caller to have the customer call in with the insulin pump in hand in order to troubleshoot. Nothing further was reported.